Event description:
Additional information received from a manufacturer representative (rep). It was reported the left implant was involved in the event. It was noted it was not getting hot. The patient found the battery site uncomfortable, it did not matter if ins was on or off or if they were recharging. It was noted the patient had not returned for follow up.

Manufacturer narrative:
Continuation of d10: product ID: 97715, serial# (B)(6), implanted: (B)(6) 2018, product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a healthcare provider (hcp) who was implanted with an implantable neurostimulator (ins) for spinal pain. Pt's home health care provider (caller) reported that the pt's newest stimulator that the pt got in 2018 was giving the pt problems. The manufacturer's patient services specialist (pss) was unsure of which ins the issue was related to as the pt said that the issue was with their newest ins which was implanted in 2018, however according to the device registration information the pt's newest ins was implanted in 2019. Caller reported that the ins inside of the pt would get really hot off and on even when the pt was just sitting and not recharging the ins. When asked for the event date, the caller said that it was fall of last year. The patient was redirected to their healthcare provider to further address the issue. Pss also advised that a message would be sent out to the local reps requesting contact, however pss did not promise a time-frame on a response. Caller said that the pt has an appointment with their healthcare provider (hcp) on (B)(6) at 1:30. Pss reviewed rep role with the caller.

Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.